Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was scheduled for a lead revision. The reason for the procedure is unknown at this time.

Event description:
Further follow-up indicates the patient's lead had migrated. As a result, the patient underwent surgical intervention during which the existing lead was repositioned. Effective therapy has been restored.